Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic with out of range impedance on the right ventricular lead. The in-office measurements were within range. The r wave measurement was also noted to have dropped from 11 mv to 2 mv. The lead remains in use. No patient complications have been reported as a result of this event.